Manufacturer narrative:
Reporting exemption number (B)(4). (B)(4) (importer) is submitting on behalf of q-med ab (manufacturer). Arisg case number: (B)(4) version 1 initial report upgraded at follow-up. Importer's report number: (B)(4). (B)(4). CAPA: the events are already addressed in the labeling. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment cannot be excluded. The information is limited and no potential contributing factors have been reported. Potential etiologies for blurred vision include neurovascular compromise from concomitant swelling under the eyes or possibly compression from the product. The injection technique may also have contributed to the events. The reported events are addressed in the label. The case is assessed as serious due to the potential permanent damage to a body structure. Additional comments: device was not made available to the manufacturer for evaluation.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2016 by a physician which refers to a female (B)(6). Follow-up information was received on (B)(6) 2017. The patient's medical history included breast cancer. There are no known allergies. The patient had previously received treatment with restylane in the areas of the tear trough and nasolabial fold on (B)(6) 2016. On (B)(6) 2016, the patient received treatment with 1.0 ml restylane silk (lot unknown) to the tear troughs (0.5 ml to each side) with 30 gauge cannula. On an unknown date, the patient experienced severe swelling (implant site swelling) at the tear troughs. On an unknown date, the injector stated the patient received treatment of vitrase [hyaluronidase] and was sent to the ophthalmologist due to blurry vision (vision blurred). The injecting physician stated the causality could be possibly be related to the injection technique. The outcome was unknown at the time of the report. Tracking list: v.0 initial received on (B)(6) 2017; v.1 follow-up received on (B)(6) 2017: medical history, previous filler treatments, product injection information, and corrective treatment with vitrase was added. The event of blurry vision was added. Case upgraded to serious.